Event description:
Boston scientific received information that during a normal patient follow up, a fault code and message was displayed on the programmer screen when this implantable cardioverter defibrillator (ICD) was interrogated. The message was: voltage too low for projected remaining capacity. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant discussed that this fault code occurs when the battery voltage is less than expected based on the approximate time to explant. As this fault occurred with an implanted device, device replacement should be considered. No adverse patient effects were reported. A revision was performed and this ICD was explanted and successfully replaced. The ICD will be returned for laboratory analysis.

Manufacturer narrative:
Once the ICD has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2011 and (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.